Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-04401. It was reported that the burr became stuck on the rotawire and that the wire became detached. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A rotablator burr and a 330cm rotawire¿ were selected for use. During the procedure, when the burr was retrieved by dynaglide mode after ablation, it was noted that the burr became stuck on the rotawire. Furthermore, when the burr and rotawire were being removed from the patient's body, it was noted that the tip of the rotawire became detached. The procedure was completed with this device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: device was returned for analysis. The unit returned is stuck inside of the rotablator as part of overall visual revision. Visual inspection of the device revealed that most of the wire was outside from the proximal end of the burr, and a small portion of the wire was also outside the back side of the rotablator. The wire was released from the rotablator from the distal section of the burr, some resistance was felt but the wire wasn't stuck. The wire has a couple of kinks on its body, approximately at 86cm and 126cm from the proximal end. It also has its spring tip stretched and kinked. It also presents the core wire on the distal tip broken, approximately at 9.2mm measured from the weld that separates the spring tip from the wire. Dimensional inspection of the outer diameter (od) of middle of the device and od of proximal section were performed and were within specifications. However, the dimensional inspection of the overall length and od of distal tip could not be performed because of the device condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-04401. It was further reported that after the ablation, when the burr was retrieved by dynaglide, the rotawire became separated at this point. Then, the burr became stuck on the rotawire during further removal from the patient. The rotaburr and the rotawire were removed as a unit. The separated portion of the wire remained in the patient because it was too distal to remove. The physician commented that the wire became stuck in the distal micro-vessel, which might have led to the separation. The procedure was completed with a different rotaburr and different rotawire. No further patient complications were reported.